Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress and degradation problems identified, additionally the most likely cause of the disconnection between the bending section and the distal end was due to adhesive peeling around the bending tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the adhesive on the distal sheath had a chip and the connection between the bending section and the distal end was detached. There was no patient involvement.